Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 66 months ago. Vessel morphology at the time of implant is unknown. It was reported the patient has disease progression with aortic neck dilatation and severe aortic neck angulation, 50-70 degrees. It was reported months post stent graft implant, the CT demonstrated the stent graft has migrated distally 23 mm, with a type I endoleak. The patient will be treated in a couple weeks with aortic cuffs. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
Evaluation codes, results: migration, endoleak. Evaluation code, conclusion: disease progression with aortic neck dilatation and severe aortic neck angulation.